Event description:
Patient called and reported they were injected with 3.2ml of "juvederm voluma" in the cheeks approximately 8 months ago. The patient stated the correction was great, but then about 6 months later the patient started experiencing swelling, bruising, and hard lumps "under both eyes/above the cheek that are more prominent under the right eye." The patient stated the swelling is increasing and spreading and they feel pressure in the eyes. The patient also reported that the product has migrated up into the eye are and they "look like they got punched in the eye." The patient saw the injector about 7 1/2 month post injection and was injected with hyaluronidase under the right eye. The patient stated that up until the treatment the symptoms were getting worse, but since the treatment the symptoms are not getting worse. The symptoms have not resolved.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, bruising, hard lumps, product migration, and looking like "they got punched in the eye" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Further follow up with the healthcare professional indicated symptoms resolved approximately 14 months after injection.